Event description:
This report was received via a lens return indicating that an ceeon lens had been implanted, then explanted during another surgery. The physician reported that an initial lens implant was performed on 8 sep 98, using a model 812b/23.00(d). This woman developed a chronic iritis and residual cortes with anterior synechial formation and scarring of lens. Explant of this iol was done on 27oct98. The physician thought the events were a combination of a cortex and lens problem. The iol was returned and sent for investigation, which is pending.